Event description:
New information notes the device exhibited noise.

Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited no output after suspected electrocautery interaction. The device was explanted and replaced with no further complications.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.